Manufacturer narrative:
The crep2 reagent lot number was 87513901 with an expiration date of 31-jan-2026.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 701 module. The initial result was 9.94 mg/dl. The physician questioned this result. The sample was repeated on a different c module with a result of 1.34 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. Abnormal aspiration and sample short errors were observed on the alarm trace data. The field service engineer (fse) did not identify any issues. The instrument was checked, and multiple precision checks were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The c701 module serial number was (B)(6).